Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the customer received a loan set for this surgery. It was reported that after having inserted the ten (titanium elastic nail) the surgeon wanted to make a cut using the ten (titanium elastic nail) cutter instrument. This was not possible, therefore, the surgeon disassembled the cutter ten (titanium elastic nail) above the ancillary in order to determine the problem. A unknown piece of green wire that measured 7cm long came out of one of the small channels of the ten (titanium elastic nail) and fell into one of the ancillary trays on the instrument table. The wire material was isolated. The surgeon tried cutting the two inserted ten (titanium elastic nail) nails with sterile cutting pliers but was unsuccessful, as they were too long and the insertion of the two end caps was not possible. There was no report of a surgical delay. This report is for one unknown nail. This is report 4 of 4 complaint (B)(4).

Manufacturer narrative:
An evaluation was performed on the returned device. As per received condition the 70mm long piece of a green titanium nail was received still contaminated with blood and cut on both ends. Therefore the part and lot number are not visible anymore. The diameter was checked compared with the actual drawing and no deviation was found. It cannot be defined why the nail was cut on both ends, but this played a certain role as this shorter piece did not overlap the cutter. However, based on the complaint description a fault at the nail can be excluded as the result of this complaint was caused by improper reprocessing and not by any product fault. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown nail. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part number 475.935 provide; it is unknown if that is the part number of the unknown piece of titanium elastic nail found in the cutter and returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.